Event description:
A customer reported a system error (se) 2240 (air in line) alarm, during dwell on the home choice (hc). The home patient (hp) had an unused supply line, which was left open in the organizer. The hp cycled the power and the hc alarmed se 2367. The technical service representative (tsr) advised the use of new disposables. There was patient involvement, however no adverse event was reported.

Manufacturer narrative:
(B)(4). The cause of the reported condition was determined to be a use error, due to an open clamp. However, the sample was not returned for evaluation. The labeling instructs the customer to ensure clamps on unused lines are closed. A review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.